Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b2. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b5 and d4. Upon review, the event description and serial number have been updated.

Event description:
Updated clinical narrative: it was reported that the patient passed away the next day after explant. Clinical narrative: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history or coronary artery disease (cad), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). There was impaired cardiac function during the procedure, so the impella was left in place, and the patient was transferred to the intensive care unit (ICU). There was delayed weaned from the impella. Nine days after impella support, the device was removed. Right lower extremity ischemia was noted due to thrombotic occlusion of the popliteal artery. Digital subtraction angiography (dsa) and thrombolysis were attempted, but were unsuccessful. An open thrombectomy of the anterior tibial artery and the fibular artery was performed two days later. During the post-operative phase, the patient had cardiac deterioration with cardiogenic shock. The patient was placed on palliative care and expired the following day. The impella functioned at p-5 at 2.7l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. The impella will be reported for death, since there is not information provided to determine if there is a causal relationship between the device and the death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history or coronary artery disease (cad), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). There was impaired cardiac function during the procedure, so the impella was left in place, and the patient was transferred to the intensive care unit (ICU). There was delayed weaned from the impella. Nine days after impella support, the device was removed. Right lower extremity ischemia was noted due to thrombotic occlusion of the popliteal artery. Digital subtraction angiography (dsa) and thrombolysis were attempted, but were unsuccessful. An open thrombectomy of the anterior tibial artery and the fibular artery was performed two days later. During the post-operative phase, the patient had cardiac deterioration with cardiogenic shock. The patient was placed on palliative care and expired the following day. The impella functioned at p-5 at 2.7l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. The impella will be reported for death, since there is not information provided to determine if there is a causal relationship between the device and the death.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.